Event description:
This was a female with a right breast lesion admitted for a biopsy as an outpatient. During the biopsy, the patient required supplemental oxygenation, which became difficult to deliver. The patient was intubated, and there was still difficulty in oxygenating, ventilating her with the anesthetic machine. Tube placement was checked. The patient became bradycardic. Appropriate medications, atropine and epinephrine was given. She was then manually ventilated and was well oxygenated with that technique. Patient had pulmonary edema, and lasix was given. Once stabilized, patient was transferred to pacu and then to ICU. Due to lack of oxygenation, a neurology consult was ordered, as well as a consult for pulmonary critical care medicine. The patient did quite well and was discharged in 2008. The anesthesia circuit was found to have a manufacturing defect; the filter is found to be completely obstructed by a plastic septum which prevents the circuit from working as designed, i.e., to allow the passage of air.